Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A reload was unable to be loaded onto the instrument due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, immediately after using the reloadable tacking device, an abnormal sound occurred at the time of firing. Since there was no problem with the tacking, continued to use the device. However, the abnormal sound did not improve and the tacking became insufficient. The tack did not hold correctly onto the tissue. The procedure was completed using a new handle and a new reload. There was no patient harm. The status of the patient is no problem.